Event description:
Litigation papers allege the following: patient has two depuy asr hips. The implantation of the hips occurred on (B)(6), 2007. A recent analysis of the metal levels in patients blood revealed that her chromium and cobalt levels are elevated. Patient will require medical management and continual monitoring and evaluation from her orthopaedic surgeon for the remainder of her life or until she needs surgical intervention. (B)(6) 2012 - the sales rep has reported the revision surgery for the right side. Patient was revised to address high ion levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.